Manufacturer narrative:
Complaint conclusion: when prepping a maxi ld (7f 18x4 110cm), it was reported that there was leakage in the balloon. There was no patient injury as the device was not clinically used. The procedure was completed by using another same product. There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  The device was stored, inspected and prepped per the instructions for use (IFU). The product was not returned for analysis. A device history record (DHR) review of lot 17558955 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Note: perform all further catheter manipulations under fluoroscopy. Carefully advance the catheter to the selected site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Note: the rated burst pressure is printed on the package label. In vitro testing has shown that with 95% confidence, 99.9% of the balloons will not burst at or below the rated pressure. Balloons should not be inflated in excess of the rated burst pressure.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
When prepping a maxi ld (7f 18x4 110cm), it was reported that there was leakage in the balloon. There was no patient injury as the device was not clinically used. The procedure was completed by using another same product. The product will not be returned for analysis.  There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The device was stored, inspected and prepped per IFU.